Manufacturer narrative:
(B)(4). Date sent: 12/30/2022. D4: batch # x95501. Investigation summary: the product was returned to ethicon endo cincinnati-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with the joint cover damaged and with a gst60g reload loaded in the device. Additionally, the reload was received with the left side fully fired, the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 827a21, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sleeve gastrectomy procedure, on the second firing on the procedure, after the firing, the device was opened and there was extensive bleeding and after they controlled the bleeding, the surgeon noticed on the patient's stapled side, no staples appeared to be visible and there was an otomy formed in the stomach. The surgeon opened another stapler and closed the otomy and completed the procedure. There were no patient consequences. The patient did have a drain placed. Upon inspection of the green reload, it appears on the patient side, that there are no drivers visible and the staples appear to still be in their pockets. The surgeon typically uses echelon staple line reinforcement with each firing.

Manufacturer narrative:
(B)(4) date sent: 1/27/2023 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one (B)(6) device was returned with the joint cover damaged, with a foil (B)(6), and with a (B)(6) reload loaded in the device. The foil showed evidence of a conforming seal with no visible damage. Additionally, the reload was received with the left side fully fired, the right side partially fired 1/4. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 827a21, and no non-conformances were identified.